Manufacturer narrative:
Still under investigation at this time.

Event description:
Patient received coils as part of their procedure (fistula maturation) and developed an irritation believed to be an infection. The coils remain in the patient and they are being monitored/treated.